Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor (cgm) graph. Multiple attempts were made to follow up with the customer. However, no response from the customer was received. No additional patient or event information was available. A root cause could not be determined.